Event description:
Spontaneous. Pt reports that last night they woke up and found the pump had shut off. Pt made a whole new mill, switched pumps and was able to get remodlulin to start infusing again. Pt thinks the pump may have been off for a couple of hours, but is not certain of how long they were without remodulin. Pt re­ started remodulin at the same pump rate and has not experienced any issues. No side effects reported due to pt being off med for an unknown period of time. Patient believes issue was due to a malfunctioning cassette. Prescriber has not been notified. No other information known. Describe in detail any, and all damage to the cassette: no damage to cassette has this incident happened within the past 6 months? No has this patient reported a pump malfunction within the past 6 months? Yes, previously reported. No additional nursing needed at this time. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Patient had extra cassettes on hand. Did the patient have a backup product they were able to switch to? Yes, had extra cassettes on hand. Was the patient able to successfully continue their therapy? Yes. Reported to (B)(6) by: patient/caregiver.